Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the patient was hospitalized for diabetic ketoacidosis due to hyperglycemia. The patient's blood glucose at the time of incident was 409 mg/dl. The customer experienced nausea and vomiting, and though she treated with manual insulin injections she was already sick by then. The customer's nurse attempted to bolus with the insulin pump but no insulin exited the tubing. Troubleshooting was initiated to inspect the insulin pump and there were no apparent anomalies noted. However, a high pressure test could not be performed due to lack of a tubing clamp. No products were replaced or returned.